Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 400 mg/dl with chest pain, polyuria, polydipsia and trace ketones associated with a button/keypad issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was reported that the up arrow button was under responsive and the user alleged there was an over and under delivery of insulin. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an issue with the buttons on the keypad.